Manufacturer narrative:
As received, a partial lead was returned in three pieces.the reported events of increase capture threshold and high lead impedance were not confirmed. Unable to perform impedance test due to the condition of the lead as received. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 11.6cm to 11.8cm and 11.9cm to 12.2cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 for a device upgrade procedure. Upon interrogation, it was noted that the patient's right ventricular lead was experiencing increasing capture thresholds and pacing impedances. The pacing impedance was noted to still be within range, but trending upward. An x-ray of the lead showed no lead slack. The physician elected to replace the lead during the upgrade procedure on (B)(6) 2021, and was unable to remove the lead. The lead was then cut and capped, and a new lead was implanted. The patient was stable throughout.